Event description:
In 2009, the lay-user/patient contacted lifescan alleging that the lancet(s) of a one touch device were not fully penetrating. The medical surveillance specialist (mss) spoke to the patient on september 28, 2009, and was able to obtain/verify information. The patient tests her blood glucose twice a day. She tests before breakfast and 2 hours after dinner. The patient manages her diabetes with diet and exercise. The patient indicated that the alleged issue started the day of contact, at an unspecified time. Due to the alleged issue, the patient claimed that she was unable to test her blood glucose. Thirty minutes after the alleged issue began, the patient claimed that she developed symptoms of the shakes and dizziness. The patient stated that she gets the shakes and dizziness whenever her blood glucose is either high or extremely low. In this case, the patient did not know if her blood glucose level was high or low. The patient denied receiving treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The lancing device was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.